Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. When the delivery system was removed from the patient, the capsule fell off. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.